Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 8mpeb03b for evaluation. An in-house test strip from lot # 8mped03b was also used for testing as it was the lot # originally indicated. An in-house testing was performed using the returned meter with returned test strips and in-house test strips, which gave satisfactory performance. Based on the clarification received, the lot # of the test strips involved in the event was 8mpeb03b. Section d4 has been updated with this information.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she obtained a blood glucose reading of 114 mg/dl on the contour next link 2.4 meter. She performed repeat testing within 10 minutes using a different meter and obtained reading of 268 mg/dl. It is unknown if another meter was ascensia or non-ascensia meter. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.